Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot#: 0206902832, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via the manufacturer representative (rep) reported that the consumer had a scan and the implantable neurostimulator (ins) started to heat up. The consumer was with an MRI conditional system. The scan was done on (B)(6) and it was a 1.5t scanner. It was reported that they were scanned for 10 minutes for cervical and then came out of the scanner. They went back in for lumbar for 10 seconds and then they felt heating of the ins. The heating was not uncomfortable and was the same as they felt when charging. The device was in MRI safe mode and all impedances were fine. No further complications were reported/anticipated.